Event description:
It was reported that the fowler motor, head section lever arm, and motor control board were damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Head section lever arm and motor control board.